Event description:
A medtronic representative reported that after registering a patient for a cranial resection procedure, the navigation system camera stopped responding. The medtronic representative reported there were no lights on the camera and there was an error message "localizer not connected" within the navigation system software application. The medtronic representative brought in a different navigation system and troubleshot the issue with both systems. The medtronic representative unplugged the external camera power/communication cable from the base of the original system and plugged it into the base of the known good system. In this configuration the other system showed localizer connected and was able to track normally. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Replacement cable shipped to site on 27-02-2015 for issue resolution. A medtronic representative replaced the cable and reported the system functioned as expected after part replacement.on 11-mar-2015, a medtronic representative performed a navigation system check-out, all areas passed.medtronic investigation of returned suspect device was unable to duplicate any issue. The returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. Fully functional; no problem found.

Manufacturer narrative:
Patient information provided.